Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (1000.0 mcg/ml at 475.5 mcg/day) and bupivacaine (10.0 mg/ml at 4.755 mg/day) drug via an implanted pump. The indication for use was spinal pain. It was reported the patient had increased in pain since (B)(6) 2018. A catheter access port (cap) contrast study was performed, on (B)(6) 2018, and the result was normal. The device diagnosis was pump underinfusion and the clinical diagnosis was increased pain. It was indicated the event was related to the device or therapy. The pump was reprogrammed on (B)(6) 2018 and the issue resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6) lbs.